Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that there was pump and catheter "malfunction." It was also reported that the pump was being replaced for prophylactic battery depletion. There was a break, hole or tear in the catheter. The pump and catheter were replaced. The medication being delivered via the device was lioresal. The pt recovered without sequela.